Event description:
It was reported that the symptomatic patient presented to the clinic for a scheduled follow up. The right ventricular (rv) lead was known to have an insulation breach issue, and this has resulted in noise oversensing which led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Correction: the awareness date should have been 04 mar 2025, rather than 03 mar 2025.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up experiencing dizziness and light headedness. The right ventricular (rv) lead was known to have an insulation breach issue, and this has resulted in noise oversensing which led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.